Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that some of the intermittent catheter tips were completely straight and not coude tips.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the intermittent catheter tips were completely straight and not coude tips.